Manufacturer narrative:
The device was discarded, so not available for evaluation. As the device was discarded, no visual inspection, functional testing or dimensional testing could be performed. No imagery was returned for evaluation. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the complaints were unable to be confirmed, a complaint history review is not required. Per the complaint description, the commander delivery system and sapien 3 ultra valve were used off-label as the commander/s3u configuration is not approved for valve-in-valve positioning in the EU. There are no specific IFU/training manuals for the configuration used for this procedure. The following IFU and training manuals in this section are for a tf procedure in the native valve and were reviewed for guidance and instruction on device preparation and usage of the commander delivery system. The IFU for commander delivery system, device preparation manual, procedural training manual and supplement for sapien 3 ultra with commander delivery system (valve-in-valve) were reviewed. No IFU/training deficiencies were identified. The complaints were unable to be confirmed as neither the complaint device nor applicable imagery were provided for review. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, ''sapien valve/commander system were unable to be positioned adequately across the valve. The valve and commander ds appeared to be caught on the top of the bioprosthetic stent struts due to horizontal aortic angulation.'' Per the complaint description, the commander delivery system and sapien 3 ultra valve were used off-label as the commander/s3u configuration is not approved for valve-in-valve positioning in the EU. Additionally, the case notes revealed the valve was mildly calcified. It is possible that presence of the pre-existing valve in the annulus, in addition to calcification, could have obstructed the valve from properly crossing. Available information suggests that patient factors (pre-existing valve, calcification) may have contributed to the complaint event. However, due to lack of device or procedural imagery, a definitive root cause is unable to be determined. The complaint description states, ''the team were unable to cross the annulus and valve couldn't be withdrawn through the esheath.'' Additionally, the complaint description revealed that the patient had peripheral vascular disease (pvd). Peripheral vascular disease narrows the vessel as calcium builds up in the walls of the arteries. If calcification was present in the access vessel, it can result in the creation of sub-optimal angles during delivery system withdrawal that may lead to non-coaxial alignment. Such non-coaxiality can contribute to withdrawal difficulties as the valve likely caught on the sheath tip. Available information suggests that patient (calcification) and procedural factors (non-coaxial withdrawal) with may have contributed to the complaint event. However, due to lack of device or procedural imagery, a definitive root cause is unable to be determined. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. No fca related to this complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required h3 other text : device discarded.

Event description:
As reported by our affiliates in (B)(6), the patient who underwent a valve in valve implant of a 23mm sapien 3 ultra valve into a non-edwards bioprosthetic valve, in aortic position by left transfemoral approach. During the procedure, the access into lfa was uncomplicated. A wire was crossed the 25mm epic bioprosthetic valve, however, upon maneuvering the sapien valve/commander system were unable to be positioned adequately across the valve. The valve and commander ds appeared to be caught on the top of the bioprosthetic stent struts due to horizontal aortic angulation. The consultant attempted crossing maneuvers such as tip inflation and also gained secondary access in rfa with a 10f sheath and attempted a 'buddy-balloon' technique using a 24mm non-edwards balloon (which was planned to be used for post-dilatation). However, this was unsuccessful and it was seen at this stage that the interventional wire was actually positioned around the bioprosthetic valve ring (between annulus and valve). This wire was then removed, but the team was unable to re-cross the valve adequately for deployment. The decision was to deploy the 23mm s3 ultra valve within the descending aorta, in a segment free from arterial branches (assess by CT and angio) as the team were unable to cross the annulus and valve couldn't be withdrawn through the esheath. Therefore, it was deployed uneventfully and the commander delivery system and esheath were also removed uneventfully. No valve was deployed at valvular level. Following the procedure, the patient also suffered late onset complete av block iii degree requiring temporary pacing within 1 hour of the procedure. The patient was deemed not suitable for escalation of treatment due to co-morbidities. As per medical opinion, the root cause of the heart block was disruption to the perimembranous lvot and connecting bundle fibers due to delivery system/wire. Due to a combination of factors such as frailty, comorbidities (copd, peripheral vascular disease) and deconditioning, the decision was taken by the medical team to withdraw patient's inotropic medication and the patient passed away.

Manufacturer narrative:
Investigation is ongoing.